Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is reusing residual insulin and not performing the air removal step. Clinical support informed customer that reusing residual insulin and not performing air removal step is off label per the tandem user guide. Customer changed supplies to address the issue. Customer's blood glucose was 333-336 mg/dl.

Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.